Event description:
The user facility reported that an employee obtained a steam burn on their face upon opening the door to their 16" century sterilizer following an aborted cycle. No medical treatment was sought or administered.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the sterilizer and found that the door was not closing properly and triggered the door unsealed alarm. The technician determined that the alarm was due to low steam pressure in the steam generator caused by two phase wires that were burnt. This failure resulted in the generator not running at full power in order to maintain steam pressure to properly keep the door sealed. The technician replaced the heating element and electrical connectors, tested the unit, confirmed it to be operating according to specification, and returned it to service. The century sterilizer operator manual states (pg. 6-3), "warning - burn hazard: steam may be released from the chamber when door is opened. Step back from the sterilizer each time the door is opened to minimize contact with steam vapor." The technician counseled facility personnel on the proper use and operation of the sterilizer, specifically exercising caution when opening the door after a completed cycle. No additional issues have been reported.